Event description:
Patient experienced pain and limited flexion. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Patient experienced pain and limited flexion. Revision surgery is planned to exchange the poly inserts. Review of the device history records indicates that the device was manufactured to specification.